Event description:
Complaint description: a hosp nurse reported that the image from the scope became white with squiggly lines during an unknown procedure. The nurse stated that the procedure was temporarily discontinued; the pt was taken to recovery until a second scope was borrowed from another facility. The pt was re-sedated and the procedure was completed with the borrowed endoscope. There were no injuries related to the occurrence.